Manufacturer narrative:
(B)(4). Batch # r95327. Device analysis: the analysis results of the pouch device found that it was received fully deployed. The bag was not returned for analysis and the suture was cut. In addition, the tyvek was returned along with the instrument. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot number r41785, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number r95327, and no non-conformances were identified.

Event description:
It was reported that during a lap cholecystectomy the endopouch was deployed intra-abdominally. Prior to placing the specimen in the bag, the surgeon noticed the bag had a slit in it. They removed the endopouch and opened another one to complete the case. There were no patient consequences reported.